Event description:
Caller reported tandem mobi cartridge alarm during the fill tubing step, not during the cartridge change process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The impact was further confirmed as normal by tandem support, who verified consecutive cartridge alarms and decided to replace the pump. Customer would continue using the current pump as backup and has multiple daily injections (mdi) if needed. Caller was instructed to return the problematic pump using a prepaid label and acknowledged the steps to be taken upon receiving the replacement pump.